Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The surgeon reported a patient status post right cemented hip is in need of a revision due to possible loosening and pain. X-ray revealed radiolucent lines around the cement bone interface. The surgeon decided to revise the stem to a restoration modular through the posterior approach. The stem was carefully removed using osteotomes and cement removal tools. Once the femur was cleaned of all cement a restoration modular hip stem was implanted per surgical technique. A trial reduction was performed, satisfied with the leg length and stability a new head was impacted and the surgical site closed.